Event description:
A trial patient reported they began a trial on (B)(6) and the trial is being used to trial for retention. It was noted the patient has changed sides, a lead change. There was no traumas or falls related to the issues. There was no stimulation issue related to positional movement. There patient noted there was blood on the bandages. It was noted the trial ends on (B)(6). It was noted the patient can no longer urinate on her own and the patient saw blood on the gauze and had to change the gauze. It was noted that the bandage is on the lead incision site and the symptoms were sudden. It was noted that the efficacy was fine until (B)(6). Additional information from a patient reported removed the bandage and she does not know if she removed the leads when they were trying to check the interstim device. It was also noted the controller was unable to find the device. The patient noted she had to still use catheters, but was able to go by herself a few times a little bit, it helped then stopped working. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.